Event description:
The customer returned the gastrointestinal videoscope with a report of "broken" which was not reportable. During the device evaluation by olympus, white residue was identified which is a reportable malfunction. No patient involvement.

Manufacturer narrative:
The cause of the white residue on the scope was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.